Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. The customer resolved the issue by adding more insulin to the cartridge and re-loading it. There was no adverse impact to the customer's blood glucose level.